Event description:
The customer reported that an 840 ventilator had a blank screen while in use on a pt. The pt was not harmed or injured as a result of the event. The covidien tech support engineer (tse) troubleshot the issue with the customer over the phone. The customer was advised to replace the graphic user interface (gui) cable and to run a ground isolation test. The customer reported to have run the unit for an extended period (a week) and was not able to duplicate the alleged malfunction. Covidien was not authorized to service the device.

Manufacturer narrative:
(B)(4).